Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Three (3) photos were received for evaluation and no defects were found regarding leak. One (1) sample was returned for evaluation. The sample was received in used conditions within its original packaging. The returned sample was visually inspected at a distance of 12 inches to 16 inches and normal conditions of illumination. No defects were found. Functional testing revealed the returned sample was inflated using a syringe with no difficulties to cuff inflating was detected. No other analysis was performed. The root cause for the reported issue cannot be determined since no defects were found in the sample received for evaluation. No corrective action is required since the complaint was not confirmed. Operator of device is patient/consumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer found difficulty in inflating the cuff. No patient injury was reported.